Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a hip scope procedure on (B)(6)2023 when it was reported, ¿piece broke off and fell into patient. Were able to retrieve it.". The procedure was completed causing a 3-minute delay to retrieve the component using a grasper. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device found the electrode tip detached, broken off from the device shaft. The detached electrode tip was returned. A likely cause for this event may be due to use of the probe to mechanically displace tissue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a hip scope procedure on (B)(6) 2023 when it was reported, "piece broke off and fell into patient. Were able to retrieve it." The procedure was completed causing a 3-minute delay to retrieve the component using a grasper. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.